Event description:
It was reported that after the implantation of toric multifocal intraocular lens (iol), the patient's vision did not show far visual acuity. Upon checking, a diopter error was identified, so an exchange surgery was performed. Reportedly, zfw150 18.5 diopter lens was replaced with zfw150 18 diopter lens. Through follow up it was learnt that the surgeon is key opinion leader (kol) for synergy iol product and also an ark myopia specialist. For younger patients, he consistently chooses synergy iols for surgery. This was an occasional case of diopter or target error in multifocal procedures. Nevertheless, even in this exchange surgery, he has continued to use synergy iol. Currently, his surgical outcomes are very positive. No further information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.